Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: additional information from the affiliate: when the clips were applied did they stay on the tissue or did they fall off the tissue? The first clip applied fell off the tissue. Did the clips fall into the patient and if so how were the clips retrieved? The clip fell into patient's abdomen, it was retrieved but it is unknown how. Did the retrieval of the clips alter the procedure? The retrieval didn't alter the procedure and it didn't have patient consequences. The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a cholecystectomy procedure, the devices had the same problem during the case: they applied clips but they closed distally and not proximally. The case was carried out by using an endoloop. There were no adverse consequences for the patient.